Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the device was closed in mucosa but did not detach from catheter. The physician tried to deploy the mantis for several minutes but there was no pop and with no success resourcing to last option. After several attempts to retrieve the clip, it had to be ripped off causing perforation in the mucosa. The patient presented with small perforation and was admitted for observation and potential surgery. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. It was reported that the patient was admitted to hospital beyond the standard of care. No further information has been obtained despite good faith efforts.